Manufacturer narrative:
Medtronic received the following information from a journal article entitled; limb occlusion rate after evar with individualized graft limb selection and a liberal protocol of primary relining marques de marino p, ibraheem a, gafur n, mufty h, schubert n, verhoeven e, katsargyris a annals of vascular surgery 2021; 75: 445¿454 https://doi.org/10.1016/j.avsg.2021.02.046. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms on unknown dates. 5% of the patient cohort received endurant stent grafts. The following malfunction was reported; type I endoleak the following adverse events were reported; would dehiscence/infection, ischemia, occlusion, renal dysfunction, claudication, pneumonia, heart insufficiency patient deaths were reported but there is no causal link that a endurant stent graft caused or contributed to any deaths.